Event description:
Related manufacture reference number: 2017865-2024-34472. It was reported that the patient presented during clinical follow up. Interrogation noted that the atrial lead exhibited noise oversensing. During replacement procedure, it was noted that the right ventricular lead exhibited insulation damage. Both leads were explanted and replaced during (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation with friction to the device can. The cause of the reported event was isolated to the exposed outer coil. No other anomalies were identified.